Event description:
Leakage occurred when connected to tubing and if infusion ramp is below the level of pt. When infusion ramp is placed above the level of the pt, a gas embolism occurs.

Manufacturer narrative:
Samples have been received for analysis and are currently being investigated. Upon completion of the investigation, a supplemental report will be submitted.